Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years, 3 months. A direct correlation between the device and the reported event could not be conclusively determined. Stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented with a headache. The patient was found to have a mean arterial pressure of 115 mmhg and had recently used cocaine. A CT scan revealed a large subarachnoid hemorrhage. There was no surgical intervention performed. Coumadin and aspirin were discontinued for 8 weeks and a repeat CT scan showed a complete resolution of the subarachnoid hemorrhage. Coumadin and aspirin were restarted. It was reported that the patient has been stable since this incident.